Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the lead was fractured. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances. Reprogramming was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).